Manufacturer narrative:
Additional information is not yet available for this event. The device has been returned and a device evaluation completed for it. Manufacture date is not known. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the image was intermittent. This is attributed to the shortage in the cable. The cable was non-olympus. In addition, the image was grainy and had dark spots due to faulty charge couple device unit and switch number 3 is intermittent due to faulty switch board. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during preparation for use when cord was wiggled, the screen flickered on and off then image disappeared. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Information is also available on the initial reporter occupation. The device history record review confirmed that device has no abnormality in manufacturing, concession, and variation. It is confirmed from the evaluation information that the charge couple device (ccd) unit was defective. This may also have caused the image to be intermittent. The instructions for use includes the following statements: precautions against frozen or lost endoscopic images: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head.